Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that tachycardia occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. Ten (10) days post implant the patient reported tachycardia and atrial fibrillation exacerbations.